Event description:
Report received from the USA stating that the device had experienced a "grinding noise". The device was not be used during surgery. It is unk if there was any injury or medical intervention that occurred. The date of the event is unk. There was no additional info provided.